Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell, and the touchscreen became cracked. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (263 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for continued insulin therapy.